Event description:
After completing the installation of the afterloader, all of the normal maintenance/performance checks and the portion of the customer acceptance procedure, the active source wire was loaded into the machine and subsequently became stuck while parked in the safe. After loading the new dummy wire and the active source wire, fse was cycling both new wires for a few cycles through a length of ptfe catheter when after a few cycles the source wire began to struggle to move. The system generated an active drive slippage error and an emergency retract motor active error. After a preliminary investigation of the catheter and mechanical inspection showed nothing amiss, fse attempted to unload the source wire, but was unable to do so. At that point, the appropriate people were notified and a recovery team was sent in. During the recovery it seemed that the wire was stuck at the wedge block located between the v-drive and the encoder assembly. The entire encoder assembly including the wedge block was sent to the (B)(4) manufacturing facility for further investigation.

Manufacturer narrative:
Preliminary investigation found that the newly installed active wire became stuck in the wedge block of unit due to an ingress of contamination that was likely introduced into the system when the active wire was loaded. This indicates that the contamination was carried into the system on the actual source wire. It is not known if the source wire was contaminated prior to shipping or contaminated due to the shipping process. Though still under investigation, varian has determined that a MDR is appropriate as this malfunction, should it recur, could potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.